Manufacturer narrative:
(B)(6). Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review has been launched. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported that a during a right leg proximal femur procedure a 2.8 mm percutaneous drill bit broke when the doctor was in the process of placing the screw. The drill bit was left inside of the patient and the doctor could not place the corresponding screw. X-ray was taken, date unknown. There was no delay in surgery. Patient's outcome is okay. Surgery was completed successfully. Concomitant devices reported: locking compression plate 3.5: (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part no.: 324.214 lot no.: 2623055 manufacturing location: (B)(4). Release to warehouse date: 04. Aug. 2010 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device investigation was completed at the (B)(4) cq; see ¿(B)(4)¿ attached. 1 x 324.214 drill bit ø2.8 w/scal l200/100 3flute / lot 2623055 - as received condition: the fluted tip is broken off the visual inspection has shown that approximately 20 mm from the fluted tip section is broken off. The broken off fragment was not returned for evaluation. The drill bit shows no other damages or signs of use. The review of the device history record revealed that this drill bit was manufactured in august 2010 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The sample of the hardness during manufacturing of the products has shown no deviations. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation has caused this breakage. Chu eval.: no findings length: could not be measured due to the breakage incurred. Hardness: soll: 52 + 3/0 hrc ist: val min. 54.1 hrc val. Max. 54.2 hrc the hardness was measured at the time of manufacturing and was found according specifications. Additional investigation was completed at west chester cq. The complaint condition is confirmed and consistent with the reported condition as the drill bit is broken. Replication of the complaint condition is not applicable as the device is already broken. Based on the date of manufacture the drawings, reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection is not applicable due to the post manufacturing damage and as the broken tip was not received. The hardness was measured at the time of manufacturing and was found according specifications. As the hardness specification is based on the material conditioning and the material specification, this accounts for the material. Thus, further testing is not deemed necessary. The drill bits (power driven) design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. In conclusion, a device history record (DHR) review, device inspection, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. The risk assessment was found to adequately address the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.